Event description:
The customer reported obtaining thirty-four (34) erroneous low ion selective electrodes (ise) patient results and anion gaps for sodium (na) involving their unicel dxc 600i synchron access clinical system. The customer reported out the erroneous results out of the laboratory and later amended. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customers site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and found that the ion selective electrode (ise) flowcell acrylic assembly was cracked on na reference and na measure electrode ports. The fse replaced the ise flowcell assembly to resolve the issue. The fse performed system verification successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. Section h6: component code 4756 is used for the flowcell assembly. The beckman coulter identifier is (B)(4).